Event description:
Medtronic carelink patient monitor model 24950 and 24952 have a handset using rechargeable batteries that cannot be replaced. My partner and I in the pacemaker clinic have been, with increasing frequency, finding the handsets have dead batteries. It appears in monitors that have been in service for about 2 years. We often call a patient to send a manual transmission to evaluate a change in their condition, or check a response to medicine or treatments. When we find the patient is unable to use the home transmitter, their care is delayed and they must be seen in office or emergency room to evaluate them. This is happening with increasing frequency, and we are wondering if medtronic should just send new handsets to all patients to better monitor them. FDA safety report ID# (B)(4).